Manufacturer narrative:
(B) (4). Eval, results and conclusions - (pre-operative ruptured aneurysm), (endoleak), (stent graft was implanted for treatment of a pre-operatively ruptured aneurysm).

Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. The vessels were non-tortuous and they were mildly calcified. It was reported that the ipsilateral limb landed short in the right iliac artery resulting in a distal type 1 endoleak; therefore, it was extended with another MFR's covered balloon expandable stent. The contralateral stent graft was also from another MFR. The connection at the contralateral gate area was reinforced with another balloon expandable stent. The angiographic injection revealed a type 3 endoleak, which was thought to be coming through the stent graft. A medtronic device which is not approved in the united states was used to resolve the endoleak due to the unavailability of a talent stent graft. No additional clinical sequelae were reported and the pt is fine and was discharged.